Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the insulation of the grasping forceps' insert was damaged. The reported issue was discovered during preparation for use for an unspecified procedure.there were no reports of patient harm associated with the event.